Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized due to diabetic ketoacidosis and low blood glucose. The customer's blood glucose was over 700 mg/dl at the time of the diabetic ketoacidosis. The customer's blood glucose was 23 mg/dl at the time of low blood glucose. The customer stated that they treated her high blood glucose with insulin fluid. The dates of the hospitalizations were (B)(6) 2013 and the date of the hospitalization was (B)(6) 2010. The customer stated that she passed out due to the low blood glucose which was caused by a lot of physical activities and stress. The customer declined to troubleshoot. The insulin pump will not be returned for analysis.